Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 300 mg/dl. Reportedly, the customer cleaned the speaker holes but the altitude alarm reoccurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.